Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that patient experienced infusion set tubing detachment event on (B)(6) 2026. The site of insertion was abdomen. The infusion set was in use for less than a day. The detachment is at connector site. No further information available.